Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was both heavily calcified and tortuous and 80% stenosed. The mini trek rx 2.00 x 12mm did not cross the lesion and during removal, there was resistance with the anatomy. Once removed, the distal tip was noted to be deformed. There was no adverse patient effect. There was no report of clinically significant delay in the procedure. The procedure was completed with another trek with the use of an extension catheter. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.